Manufacturer narrative:
Other products involved in this event: battery/(B)(4); exp date:09/30/2016; mfg date: 09/30/2015. Battery/(B)(4); exp date: 09/30/2016; mfg date: 09/30/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient had multiple beeps on the controller. The vad coordinator exchanged two batteries, after, they were detected as possibly faulty in the log-files.&#2068;he beeps did not stop, so they clinical engineer replaced the controller. The system was working well, with no consequence to patient.

Manufacturer narrative:
One controller ((B)(4)) and two batteries ((B)(4)) and were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event (multiple beeps) was not confirmed as such during the bench testing of the devices. However, review of the available log files revealed evidence of power switching on the reported event date (B)(6) 2016 induced by momentary power disconnects on both power sources (ps1) and (ps2) but was more frequent on power source 2. The switching events could have been due to a momentary disconnection. The momentary power disconnections occurred with batteries ((B)(4)). Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a momentary disconnection of the power source. Battery (B)(4) received: 08/11/2016. Battery - (B)(4) received: 08/11/2016.